Event description:
A customer in (B)(6) reported to biomérieux a false susceptible trimethoprim/sulfamethoxazole (sxt) result for a quality control escherichia coli strain (eeq ctcb n°1732) associated with the vitek® 2 ast-n340 test kit (lot 7800418403). On (B)(6) 2017, the customer tested the e. Coli strain with the ast-n340 card and the result was sxt susceptible (mic = 80 mg/l). The expected ctcb result was susceptible. The customer also tested the strain with disc diffusion (kirby bauer). The result was found resistant (6mm diameter). A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) reported to biomérieux a false susceptible trimethoprim/sulfamethoxazole (sxt) result for a quality control escherichia coli strain (eeq ctcb n°1732) associated with the vitek® 2 ast-n340 test kit (lot 7800418403). A biomérieux investigation was performed. All tests were performed from cba subculture (cos bmx). The strain identification was confirmed to the species e. Coli (99%) on vitek 2 gn card (lot 2410468203). The reference method (broth microdilition) gave an intermediate result (sxt mic = 4/76 mg/l I). The reference mic is in the middle of the casfm eucast breakpoints, so within 1 doubling dilution the category can be s, I or r. The strain is borderline. The vitek 2 ast-n340 cards (customer lot 7800418403 + random lot 7800341103) were tested and gave a result of sxt mic = 40 (2/38) mg/l s (susceptible) on both lots tested. These vitek 2 results are within essential agreement compared to the reference result. The susceptible vitek 2 results obtained in-house and by the customer matched with the intended ctcb result. The investigation concluded the strain was borderline and the vitek 2 ast-n340 cards performed as expected.